Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose was 24.4 mmol/l at the time of incident. Customer was treated with insulin pump for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. Customer stated that there was loss of communication between insulin pump and mobile. No further complications were reported. Troubleshooting was performed and the customer will continue to use the insulin pump. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.